Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. One used sample without unit packaging was returned for evaluation. A visual inspection revealed the un-activated tip shield connected to the cannula adapter. A simulated use test was performed and the safety mechanism of the device was successfully activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5236023. A manufacturing review revealed no abnormalities with incoming materials, the assembly process, or packaging process. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after a successful venipuncture with a bd pegasus¿ safety closed IV catheter system 24g x 0.75in., the safety mechanism failed to function properly. There was no report of injury, blood or medication exposure, or medical intervention.